Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the inner insulation was distorted due to kinking /buckling. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular lead was attempted but not used during implant surgery because the screw would not deploy. It was stated that the screw was attempted both inside and outside of the body with no success. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.